Event description:
It was reported that the unit is sparking when plugged in. This occurred during visual inspection at the user facility. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician inspected the plug and observed that the vertical prong (gold) was slightly discolored. The technician took the plug apart to look for any overheating damage to the internal part of the plug. None was noticed. The technician replaced the 20amp plug and returned the unit to service.